Event description:
I have been a purchaser of your product for sometime now. I just recently found out about your recall and the potential problems that your product has caused people. Previously, I had been experiencing some blurred vision and a film like substance covering my eye. I tossed it up to allergies. However, I believe that I may be incorrect about that. I have a bottle of your amo complete moistureplus contact solution with lot # abo4790, expires december 2008. There is also another number on the bottle. Please contact me back in order that I may obtain a refund for the products that I have purchased. I do not have my receipt for this bottle, but I know that I purchased it. Please keep in mind that I have purchased several bottles before hand and I am expecting to receive some sort of compensation for my money loss.